Event description:
It was reported that during a da vinci-assisted surgical procedure the robot scissor cover does not stay in place on the robot scissor during the procedure. Major risk of burn or loss of this device in the abdomen was observed. The incriminated device was not preserved. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissor tip cover accessory with an alleged issue to perform failure analysis. An return material authorization (RMA) was not issued for return as the customer did not create an RMA. Although the complaint was not confirmed by failure analysis. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided.